Event description:
The following narrative was provided by the user facility: "left shoulder arthroscopy, subacromial decompression and mini open rotator cuff repair was being performed. While completing the bursectomy with arthrocare, the wand was noted to lifting up and the metal tip was disassembling with 2 turboheads (2mm metallic balls) noted to be missing. One "ball" was recovered with a filter and suction. Both exploration of the surgical site and xray failed to detect the presence of the second "ball."

Manufacturer narrative:
The device was not returned for the manufacturer, therefore, no evaluation of the device by the manufacturer was able to be performed.